Manufacturer narrative:
The device was received for evaluation. The device was found to be within specification during testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'blank white screen' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. During evaluation the device had low audio. The cause was identified to be a loose speaker, the rear case was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank white screen during an unspecified process step. There was no patient involvement. No additional information is available.